Manufacturer narrative:
Our post market quality assurance laboratory performed a thorough analysis of the lead. Visual inspection of the lead noted body fluid infiltration near the helix housing. Final analysis of the lead did not reveal any lead malfunctions. It is most likely that the helix mechanism became stuck due to the repeated attempts to reposition the lead within the patient's heart. Such manipulation may increase the possibility of tissue or coagulated blood impacting the helix mechanism leading to unsuccessful lead placement.

Event description:
Boston scientific crm received information that this lead exhibited loss of capture. A lead revision procedure was performed. While attempting to reposition the lead the helix mechanism became stuck and would not properly retract. The lead was explanted and replaced with a competitors lead.